Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the moderately tortuous mid left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use in a percutaneous transluminal coronary angioplasty (ptca). During procedure, when the physician tried to cross the device into the calcified lesion area the balloon was not expanded and got burst during 3rd inflation at 8 atm in 20 seconds. However, it was further reported that the device was completely removed from the patient's body. The device was removed as a unit and replaced with a new balloon and wire to complete the procedure. There was no patient complications and patient was doing well post procedure.